Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet bionic pancreas experienced fluctuating blood glucose with lows and highs while inconsistently using meal announcements and sometimes entering multiple announcements for a single meal to drive glucose down; the user's reported blood glucose at the time of call was 253 mg/dl. The device component implicated was the user interface, and the issue was characterized as an improper or incorrect use procedure with no device malfunction identified. No adverse clinical symptoms associated with hypoglycemia and hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed a usage problem, specifically failure to follow instructions for meal announcements, with no device problem found and contributing factors limited to user interaction with the user interface. It was concluded, based on previously established findings for similar reports, that unintended use error and failure to follow instructions caused or contributed to the event.